Event description:
It was reported that this right atrial lead exhibited low amplitude and undersensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).